Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a coronary stent was placed to jail the broken tip. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that guide wire break. A pt graphix guidewire was selected however, the wire broke.